Event description:
It was reported that non sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. No inappropriate therapy was delivered due to the oversensing. No changes or intervention was performed. The patient condition was stable.